Event description:
The user facility reported that the strips of three sonosurg scissors had broken, and two of the tips had fallen into pts. The tip reportedly broke during reprocessing. The detached tips were reportedly retrieved with no pt injuries. No further info was provided. Multiple attempts were made by phone and in writing to obtain additional detailed info regarding the reported events, but no response was provided.

Manufacturer narrative:
A single device was returned to olympus for eval. The eval confirmed the user's report of the broken tip. The tip fragment was not returned with the device. The device was forwarded to the original equipment manufacturer for further investigation. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.